Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The reload/handle interface on the reload broke during normal loading. No pa tient involvement.